Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating of the distal tip became fluffy. The subject device worked. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. However, based on the past similar cases, it was known that the user failed to stop bleeding since the coagulated tissue was adhered on the distal tip and the tissue was peeled off from the coagulated site. Also, based on the past similar cases, it was known that the tissue adhered on the distal tip due to any of the following causes: the deterioration of the distal tip coating; the condition of the patient's tissue; the length of the activation time; the output setting of the subject device. The instruction manual of the device has already warned as follows: it might be impossible to stop bleeding depending on the hemorrhage situation because the probe performance for hemostasis is limited. Prepare more than one hemostatic device and select appropriate hemostatic device or use it together to respond to different hemorrhage situations appropriately. Choose a surgical hemostasis if necessary.

Event description:
During an endoscopic hemostasis, the user failed to stop bleeding with two devices. The intended procedure was completed with the third device. There was no patient injury reported. This is the second one of two reports regarding failure of stopping bleeding.